Event description:
It was reported that during this procedure, all ECG and ic channels on the carto 3 system disappeared during ablation. Also an error 8 appeared. There was no patient injury reported in this procedure. Upon request, additional information was provided on (B)(6) 2014. During the first few seconds of the ablation being started, noises appeared on each channel (the 12 leads of body surface (bs) ECG¿s and all intracardiac (ic) signals on both the carto 3 system and recording system). After, the signal loss occurred on all the channels on both the carto 3 system and the recording system at the same time. The procedure was completed successfully with this problem without any further action. Also, an error 8 occurred during ablation. Per the additional information received on (B)(4) 2014 confirming that all signals disappeared on all the bs ECG¿s and ic signals on both the carto 3 system and the recording system at the same time, this issue is indicative of a reportable event. The awareness date is (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that during this procedure, all ECG and ic channels on the carto 3 system disappeared during ablation. Also an error 8 appeared. There was no patient injury reported in this procedure. Upon request, additional information was provided. During the first few seconds of the ablation being started, noises appeared on each channel (the 12 leads of body surface (bs) ECG¿s and all intracardiac (ic) signals on both the carto 3 system and recording system). After, the signal loss occurred on all the channels on both the carto 3 system and the recording system at the same time. The procedure was completed successfully with this problem without any further action. Also, an error 8 occurred during ablation. The bwi field service engineer reported that the back plane card was replaced. After replacing of the back plane card, the system started to work properly. The defective back plane card was sent to the device manufacturer. The device manufacturer RMA reported: the customer complaint was confirmed. During investigation it was found that the diode-suppressor d1000 failed which had a high current leakage. In addition during visual inspection it was found that connectors j17 and j37 were damaged. Both damaged connectors (j17 and j37) and faulty diode d1000 caused the reported issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).